Manufacturer narrative:
(B)(4). Results of investigation: carefusion did a failure analysis test on the defective component and was able to duplicate the reported issue. During the initial bench test and calibration test, the analog board failed the calibration o2 test due to pressure transducer 5 drifting out of specification with the oxygen pressure. It was also found that the pressure transducer 7 was also out of specification with the valve differential pressure. The defective component was scrapped after failure analysis testing, and the analog board was replaced by a carefusion authorized service center to correct the customer¿s reported issue.

Event description:
It was reported by the customer that the ventilator was alarming "high o2". While in service, it was confirmed that the alarm was due to the ventilator having a malfunction.